Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had an unresponsive button or keypad on the insulin pump. Customer's blood glucose was normal and did not require medical treatment. Customer complained that the pump replacement time was too long, which caused an issue with the keys according to the electrostatic treatment.